Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 49 and 71 hours. Patient reported the infusion site to be very painful, sore, red and have a blood clot and abscess. Other symptoms reported include the patient not feeling well and having nausea. The patient's blood glucose level reached 14 mmol/l (252 mg/dl). The patient first visited the a&e (accident & emergency) department at yeovil hospital on (B)(6) 2026 and was discharged a few hours later. The pod's insertion site was still not getting better and the patient still felt unwell, causing them return to the a&e on (B)(6) 2026. The patient was referred to the surgical team to surgically remove the abscess on (B)(6) 2026. Then, the patient went to their general practitioner (gp) for follow up visits. The patient's surgeon thinks the pod was bumped while they were sleeping, causing the pod's cannula to bend and when the insulin was going through it, crystallization occurred at the pod site which caused the abscess. The abscess was tested and the patient was diagnosed with group a, streptococcus. The patient was treated with doxycycline 100 mg administered twice daily for six days. A new pod was applied on a different insertion site (arm).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.